Event description:
A report was received that the patient received an error code on their remote control. A bsn representative attempted to clear the error code but was unsuccessful. An ipg replacement surgery has been recommended as the patient's ipg is not functioning per specifications.

Manufacturer narrative:
The ipg passed visual, photographic imaging and performance tests done. The complaint has been confirmed. The defect in seeprom 1 ( hardware) results in the generation of error code. The root cause of the hardware anomaly is unknown.

Event description:
A report was received that the pt received an error code on their remote control. A bsn rep attempted to clear the error code but was unsuccessful. An ipg replacement surgery has been recommended as the pt's ipg is not functioning per specifications.